Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc231650e0. Model: sc-2316-50e. Serial: (B)(4). Batch: 7194615.

Event description:
It was reported that when the trial leads were removed, the patient began to bleed a lot and the physician put pressure on the site. The bleeding subsided after 5 minutes, and the area was bandaged. As patient was sitting up, a sharp shooting pain was felt on the right neck and shoulder area. The pain progressively became worse, and the patient was unable to move the legs and feet but slowly regained movement. Imaging was taken and confirmed that there was a subdural hematoma which was most likely from one of the previous back surgeries that the patient had. The patient remained in the hospital for a few days and recovered well. The physician and patient were opting to proceed with implant at time of surgery to remove hematoma. The trial leads were discarded.